Event description:
I placed an order for a malem ultimate bedwetting alarm on (B)(6) on (B)(6). The alarm was purchased for my (B)(6) daughter with very high hopes. The first night we used the alarm. I placed it on my daughter and set it when she went to bed. Five hours later, my daughter was screaming in bed. We ran to her room to see that there was smoke in the room. The malem alarm had burnt a hole in my daughter's clothing seriously scarring her neck. She was in severe pain and there were red patches all over her neck and chest. Malem alarms are horrible products and harm children. My daughter has suffered burns and permanent mental harm with this alarm. She has been taken to a hospital to treat her burns which are still clearly visible. (B)(6) has already removed malem for safety reasons. Parents trust the FDA for events to be reported and I am reporting this dangerous and unsafe product. I have contacted the seller who asked for the item to be returned. The alarm was returned in early may. Since I have returned it, I have not heard back anything from them. They are covering up this accident.